Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the initial report of the device shutting down. An error was found, that had occurred several months prior, which was determined to not be attributed to the reported event. It was also noted that the systems fan was intermittently noisy.

Event description:
It was reported the programmer shut down twice during a case. The programmer was switched, which resolved the issue. No patient complications were reported as a result of this event.